Event description:
The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
High impedance and lack of sensing were observed on the lead. The lead remains implanted.